Event description:
Additional information received reported that as of 2014-(B)(6) a visit occurred and at that time the wound was healing and the patient no longer needed the wound vac. The outcome was now listed as resolved without sequelae as of 2014-(B)(6).

Event description:
It was reported that the patient had dermatitis at the abdomen at the post-surgical site. It was warm to the touch and had redness, but no swelling. The pump system was being used to deliver prialt. One week later, it was reported that laboratory work was obtained and slightly elevated white blood cell count and hemoglobin were noted on (B)(6). On the following day, blood cultures were obtained and showed moderate white blood cells, no organism was found and no fungal elements were found. An x-ray of the patient¿s lumbar spine was also performed which noted no abnormalities and that the leads were in place, overlaying the mid-lower thoracic spine. It was noted that it was related to the device or therapy and related to the implant procedure. About one month later, it was reported that the patient had been given a referral to an infectious disease doctor and the event was considered to be ongoing. About eight weeks later, it was reported that the entire device system was explanted.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the etiology of the dermatitis was seroma. It was noted that a healthcare provider (hcp) did not consider the dermatitis related to prialt.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported later that patient was seen on (B)(6) 2014 for wound check, she was using wound vac and send to wound care. Patient was next to be seen on (B)(6) 2014 for wound check. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).